Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and rplaced a plunger clamp and a tip clamp in the reported problem area of the pipette assembly. The instrument was inspected, tested without further problem, and returned to svc.